Event description:
In a thin pt with an infection, the graft was implanted for a right femoral-popliteal bypass graft. When the clamp was released, the graft leaked approximately 500 cc of blood through its walls. It subsequently became blood-tight on its own. The graft was left in. The post-operative condition of the pt was reported as stable, but having leg pains not believed to be related to the graft. Note: this incident was reported as part of a post market trial.